Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited varying capture thresholds. The capture threshold had increased since initial implant. On (B)(6) 2017, the patient presented for lead replacement procedure. During the procedure, insulation abrasions were noted on the right ventricular and right atrial lead. The right ventricular lead was explanted and replaced. The right atrial lead was repaired. Patient was stable post procedure.